Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to hear the low glucose alarm of the adc freestyle libre 2 while sleeping and experienced a hypoglycemic event. The customer experienced cold sweats, confusion, loss of consciousness, and was treated with glucose by her mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a known good reader and linearity testing was found to be within specification. Both high and low glucose alarms were set and successfully activated. All results were within specification, no malfunction or product deficiency was identified. Therefore, this issue is not confirmed.this serves as a correction report. Section h-10 (addtl mfg narrative) was incorrectly documented in the previous follow up #2 report. Section h-10 has been updated.

Event description:
A customer reported that they were unable to hear the low glucose alarm of the adc freestyle libre 2 while sleeping and experienced a hypoglycemic event. The customer experienced cold sweats, confusion, loss of consciousness, and was treated with glucose by her mother. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that they were unable to hear the low glucose alarm of the adc freestyle libre 2 while sleeping and experienced a hypoglycemic event. The customer experienced cold sweats, confusion, loss of consciousness, and was treated with glucose by her mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Activated sensor with a known good reader and performed linearity test. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Sections d4 (device expiration date) and h4 (device manufacturing date) has been updated, based on the extended investigation. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
A customer reported, that they were unable to hear the low glucose alarm of the adc freestyle libre 2 while sleeping. And experienced a hypoglycemic event. The customer experienced cold sweats, confusion, loss of consciousness. And was treated with glucose by her mother. There was no report of death or permanent injury associated with this event.